Event description:
Pt's device was removed at the end of their treatments. It was noticed to have problems giving a blood return near the termination of treatment. At the time of explant it was noticed to have red color beneath the device septum similar to sludge formation.